Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that they were running impedance and some of them were out of range with values showing 40,000 ohms. The rep reported that electrodes 2, 3, and 4 were out or had red do not use indicators. The rep checked a second time and 4 showed do not use. The rep checked a third time and all values were 40,000 ohms. The rep reported that they ¿reset it again¿ and all values were within range except 3. The rep was in the operating room at the time of the call and seemed to be satisfied with the results of the final impedance test and didn¿t want to troubleshoot any further. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient and surgeon agreed to program the therapy around the impedances. The patient was doing well with the therapy. No further complications were reported.